Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the last night her battery died in the middle of the night and insulin pump was dead, put a new battery in but it was not sure if the screen was correct. Customer's blood glucose level was 189 mg/dl. Customer states she got the low battery alert. Troubleshooting was declined. The insulin pump will not be returned for analysis.